Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Pump passed the leak test. Pump pass self test however, constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump error 38 confirmed in the pump history/trace files on (B)(6) 2023 at 09:51:09.000 and at 09:51:15.000. Pump error 43 confirmed on the pump history files on (B)(6) 2023 at 09:48:20.000 and at 09:50:28.000. Pump error 130 confirmed on the pump history files on (B)(6) /2023 at 09:00:03.000 and at 09:50:10.000. Pump was cut open to perform visual inspection and found corrosion damage on the motor. Unit tested outside the pump and received pump error 38 at rewind. The sc1 cap locks properly into place. The following were noted during visual inspection: scratched case. Constant pump error 38 alarms confirmed during rewind and pump error 43 and pump error 130 confirmed in the pump history files due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp mmt-1886 minimed 780g ous system ble connect 3.0 mg/dl which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 38 alarm- ¿no motor movement or negligible movement. Retries to free a stuck motor failed¿, pump error 130-''this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement" and pump error 43 ''an error in the motor was detected by reading unexpected value from hall sensor.'' Troubleshooting was performed and the alarm was cleared successfully, and the rewind completed.  Displacement test result unknown. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.